Event description:
Patient called back and repeated previously documented information. Pt reported that the issue was persisting and stated that during ins charging, it becomes uncomfortably hot against their skin. However, they were unable to confirm whether the heat was coming from the recharger or the ins. Pt noted that the uncomfortable sensation was felt in their back and clarified that it was not a situation where removing the paddle reveals that the paddle itself is hot or "on fire." Pt added that the uncomfortable sensation goes away when they stop charging the ins. Pt mentioned getting an error message and stated that they had taken a screenshot of it; however, they were unable to find the screenshot during the call. Additionally, a "poor recharge quality" message repeatedly appears on the screen even when the paddle was securely positioned over the ins. Agent redirected pt to their hcp to further address the issue. Pt stated that they have an upcoming appointment on (B)(6) and requested that a representative be present on that day. Agent reviewed the role of the rep. Pt also noted that with their previous scs device, they only needed to charge once a month. However, with their current device, they have to charge twice a week, and sometimes even three times a week. Pt expressed frustration and dissatisfaction with the scs device and commented that if they had to do it again, they would have gone with boston scientific. They also commented that the automated phone answering system was poorly designed and could likely cause irritation for callers. Agent experienced difficulty in understanding the caller but made every effort to document all pertinent information. Patient (pt) called reporting they were still having this ongoing issue where in their recharger was getting warm when they were recharging their implant (ins). Pt said the rectangular box on the recharger were getting pretty warm when charging. Agent asked and the pt said they were not getting error message on the controller, but they were having issue staying in sync with the ins when recharging. Pt also mentioned their ins was also getting warm when they were recharging and it depletes faster. Pt said they now charge 3x a week when they were down 40% or 50%. Agent advised the pt to get in touch with their hcp if the ins was also getting warm during charging session so they can schedule a rep appointment. A request was sent to repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97755-s, serial# (B)(6), product type: recharger. Product: ID 37714, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.